Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve malposition requiring intervention and regurgitation are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, it appears that the too ventricular position of the s3 valve with subsequent pvl was likely a result of the patient¿s anatomy (annular diameter of 24.2 x 30.6 mm with mild leaflet calcification). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, post deployment the 29mm sapien 3 valve landed too ventricular and had moderate paravalvular leak (pvl). A second valve was implanted. Bav was not performed. Pre-deployment, the s3 valve was positioned 60:40 aortic/ventricular (a/v), but due to the patient's anatomy, it landed too low on the annulus (50:50) and had moderate pvl. A second 29mm s3 valve was prepped in normal fashion with a new delivery system. Pre-deployment the second valve was positioned again 60:40 a/v. Post deployment the valve landed 70:30 a/v (approximately 1/3 higher than the 1st valve) resulting in none/trace pvl. The patient aortic annulus diameter measured 24.2mm x 30.6mm with mild leaflet calcification. The aortic annulus area measured 604mm2.